Event description:
We've had an issue with the stim monitor not being able to stim the patient. We did trouble shoot the issue and were able to determine an issue with the needle. This was the second occasion today.